Event description:
Consumer alleges her humidifier emitted flames. The bottom of the humidifier melted and burned the carpet and dresser. No injuries were reported with this incident.

Manufacturer narrative:
Abuse by the consumer from failure to take preventive action to properly clean the humidifier caused this failure.